Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that the site experienced low energy on arm 4 of the bipolar instrument, with the wattage set to 80 on the e-200 generator. The site replaced the instrument and cable, and attempted to use both bipolar ports, but observed no change. The site continued with the case and requested to have the system checked. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the e-200 generator to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint and performed the failure analysis. The e-200 was visually inspected, where no issues were found. The e-200 was installed onto a well-known system and powered on with no issues. The e-200 passed system drive testing. The unit passed fixture testing. As a result of these findings, the e-200 functions as design and the root cause cannot be determined.